Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident of a leak could not be conclusively determined.

Event description:
During the atrial fibrillation procedure, there was an air leak from the side port. The sheath was inserted into the right atrium. Before catheter insertion and septal puncture, air was aspirated from the side port. Despite several attempts, the air could not be completely removed. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient.